Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> the reported device was received. It was noticed that the plate was slightly bent/deformed. No structural anomalies were observed. It is unknown the device got bent during use or due to the retrieval/removal of it from the patient. Two images were provided by the customer. The provided xray (attachment "d15ce0cc-c7b1-4ded-843b-c3d5afdaf5a3.jpeg") was reviewed, it shows the presence of the plate in patient. Hence the reported condition can be confirmed based on the provided xray. As per the provided information, the plate was left inside and the second operation was done for removing plate. The second image( attachment "968f10d3-def4-44b2-a99e-de452808c66c.jpeg") confirmed the removal of the plate from the patient. Based on given the information provided we cannot discern a definitive root cause for the reported failure. A mre could not be performed since the lot number of the device is unknown. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a mre could not be performed since the lot number of the device is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the exprsew iii ac+ rtn plate 1ea was lost in the patient's body during surgery. There was a surgical delay reported, the procedure was successfully completed after the 2nd surgery. No additional information was provided. Additional information provided by affiliate reported the lot number is unknown and a surgical delay was not reported for the first procedure. The affiliate reported a second procedure was required to remove the plate from the patient.